Manufacturer narrative:
Device passed functional testing per luis vasquez or cgm engineering.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer had a sensor site infection. The customer blood glucose level was 120 mg/dl. Customer was hospitalized on (B)(6) 2018 due to site infection and was treated at the hospital. Customer's spouse also reported that the customer's blood glucose reading was 342 mg/dl to 348 mg/dl while at the hospital. Customer was wearing the transmitter at the time of hospitalization. The transmitter will not returned for analysis.

Manufacturer narrative:
The event was reported in error.